Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6 -health effect - clinical code: 4581: incision enlarged attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of the preloaded intraocular lens (iol) , the reporting physician had observed a crack in the lens optic even though there had been no problems with the iol setting and its implantation. The iol was removed, the incision was enlarged and a back-up iol of the same model was implanted. There was no patient injury reported. The postoperative outcome is good with good visual acuity. No problems occurred. No further details were provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 02-may-2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection was performed on the suspect product. The lens was found stuck to gauze and covered in viscoelastic residue and a red material. The lens was removed and inspected. The lens presented with cosmetic damage, haptic damage, and damage to the edge of the lens. No further evaluation could be performed. The complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section b5 - describe event or problem: through follow-up we learned, that the assistant prepared the device setup. Balanced salt solution (bss) with vegamox was used at room temperature and it was injected from the cartridge canopy. The plunger of the preloaded model was pushed rapidly and stopped halfway without returning back. The plunger was left locked after it was half turned for 30 seconds and no more than 10 minutes passed between the moment the plunger was pushed forward and the intraocular lens was released. The lens was released within 1 minute. The assistant executed the preloaded device setup. No resistance was experienced when using the device. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.